Event description:
See also manufacturer report 3004209178200904909. The patient experienced redness at the ipg site(s). Infection was suspected. Both ipg's were removed. Inter-operative culture was negative. The patient outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when additional information is received from the hcp.